Event description:
Caller reported a tandem mobi cartridge alarm, and cts confirmed the cartridge alarm 35. There was no adverse impact to the customer's blood glucose level. The customer received a malfunction alert but was able to resume insulin delivery by loading a brand-new cartridge, with no further assistance needed.